Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making final two cuts with angled saw attachment we noticed that the mics was making a strange noise. When disassembling after the case I found that one of the 3 screws inside of the portion of the mics handpiece that attachments lock into had come out and is now lodged off to the side in the back. Case type: tka.

Event description:
While making final two cuts with angled saw attachment we noticed that the mics was making a strange noise. When disassembling after the case I found that one of the 3 screws inside of the portion of the mics handpiece that attachments lock into had come out and is now lodged off to the side in the back. Case type: tka.

Manufacturer narrative:
Reported event: while making final two cuts with angled saw attachment we noticed that the mics was making a strange noise. When disassembling after the case I found that one of the 3 screws inside of the portion of the mics handpiece that attachments lock into had come out and is now lodged off to the side in the back. Product evaluation and results: visual inspection: visual inspection was performed and confirmed that one of the screw inside the mics has came out and is lodged off to the side. Loud noise unable to repair rtv for rework. Functional inspection, dimensional, material analysis was not performed as the visual inspection confirmed the failure. Per (B)(4) and case number (B)(4). Product was returned to vendor. Product history review: device history records indicate (B)(4) devices were manufactured under prodex lot k07v8 and (B)(4) devices were accepted into final stock on 07/21/2016. A review of qt16-07-0057 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot number k07v8 shows no additional complaint(s) related to the failure in this investigation conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.